Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the left main coronary artery (lmca) with the xience v stent. On (B)(6) 2010, the patient experienced midsternal burning and shortness of breath with minimal exertion. On (B)(6) 2010, per angiogram, left heart catheterization revealed 99% in-stent restenosis and a de novo 75% lesion in the large ramus. Percutaneous coronary intervention was performed and the event resolved. On (B)(6) 2010, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). Clopidogrel, aspirin. Vessel closure: angio-seal. There was no reported product deficiency. The reported angina and re-stenosis are listed in the xience v instructions for use, as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.